Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced pain due to the eroded mesh, additional treatment and procedures.according to the physician's office, post-procedure, the patient experienced stress urinary incontinence. The physician administered a collagen injection in (B)(6) of 2009 to treat the incontinence. All other information is unknown and unavailable.